Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and undersensing due to dislodgement that was confirmed via fluoroscopy. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.